Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the subject ltf-s190-10. Local field service engineer checked the subject otv-s190 and the subject ltf-s190-10 at the facility and found that the image was not displayed since an overcurrent is applied to ccd of the subject ltf-s190-10. The ccd overcurrent detection was recorded in the log file of the subject otv-s190. When the subject ltf-s190-10 was connected to another otv-s190 the image was not displayed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic hernia surgery with otv-s190 and ltf-s190-10, sometimes the image disappeared or disturbed. The user replaced the subject otv-s190 and the subject ltf-s190-10 with another system to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.this is a report for ltf-s190-10.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. And omsc confirmed the subject device as following. - there was no abnormality of the exterior of the electrical contacts. - the subject device passed an insulation test. - the scope communication error e216 occurred about 1 hour after the start of image confirmation. - when the image of the subject device was displayed while heating the circuit board, the scope communication error e216 occurred. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken due to the following causes. - a temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. - static electricity was applied to the electrical contacts of the video connector.